Manufacturer narrative:
One hemosphere oximetry cable was returned for evaluation. The reported issue regarding inaccurate values was not confirmed through the evaluation. An error message fault: oximetry cable malfunction was found. The functional test was performed on the unit, and it failed the test. There was no physical damage, but an internal failure was confirmed. The reported issue could not be confirmed; therefore the root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional product codes include: dqk: computer, diagnostic, programmable qaq: adjunctive predictive cardiovascular indicator mud: oximeter, tissue saturation dxn: system, measurement, blood-pressure, non-invasive dsb: plethysmograph, impedance qms: adjunctive open loop fluid therapy recommender fll: thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate scvo2 values were observed during use. The issue was resolved by replacing the cable. No treatment was performed based on the incorrect values. They attempted to obtain information such as indicated value, expected value, data log, whether any error message was displayed or whether the values were affected by the patient condition, but unavailable. There were no patient complications reported.